Manufacturer narrative:
Concomitant medical products: 4555 lead, implanted (B)(6) 2009; 4087 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular lead had high pacing impedance and loss of pacing occurred. The lead was inactivated and the left-sided system was abandoned and replaced with a new system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.